Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise detected on the right ventricular channel, leading to pacing inhibition and 4 seconds of asystole. The patient was checked in clinic and physician suspected noise was caused by myopotential signals. Boston scientific technical services (ts) reviewed the stored episodes and recommended an additional in-office troubleshooting to confirm the lead's integrity. The recommendations were shared with the health care facility. The system was reprogrammed and remains in service. No additional adverse patient effects were reported.